Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for inform system 1, medwatch with identifier (B)(6) is for inform system 2.

Event description:
Inform user reported patient blood glucose results of 403 mg/dl and 145 mg/dl within 10 minutes on inform system 1. Reported a separate comparison of hi, which on the system indicates a result in excess of 600 mg/dl, on inform system 1 and 86 mg/dl on inform system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.